Manufacturer narrative:
(B)(4).

Event description:
Lead management case to extract one mdt 6943 cardiac lead due to lead failure. While prepping the lead, the internal conductor broke, reducing the ability to retract the screw on the lead. An attempt was made to unscrew the lead with the lld ez once it was locked into the lead but was unsuccessful. The physician continued the procedure with a 14f glidelight with medium visisheath. Upon reaching the distal coil, it was noted that the lead body was 10.5f in diameter; the glidelight was upsized to a 16f with a large visisheath. Three separate binding sites were treated with the 16f glidelight and the blood pressure dropped. Upon releasing the leads the blood pressure increased without intervention and the procedure continued into the ra. Again the blood pressure dropped and tee showed a small effusion with no cardiac tamponade so anesthesia treated the patient with fluids bringing the blood pressure back up. Lasing resumed past the proximal 1/3rd of the rv coil and the blood pressure began to fall again. Tee confirmed a growing effusion, so the decision was made to perform a sternotomy. A very small svc tear was found and repaired. The patient survived the intervention.